Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic sleeve gastrectomy procedure, case was completed without any complication, the stapler fired but had poor staple formation. After successful operation, a leak test was done to the specimen in the container with water filled. The air bubbles were observed during the leak test, but in that moment, the patient was closed. The patient was followed in the service with the thought that there might be a problem. In 24 hours after the first procedure; the patient was re-operated for the leak inspection. In the second operation, the leak was seen. In addition, it was reported that the staples in the related tissue were not in proper b formation, but they were r-shaped. This happened with the blue cartridge which was near the fundus. The part which had a leak was sutured. The event lead to extended patient hospitalization. The patient's status was stable after the second operation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.